Manufacturer narrative:
The pod was received with the cannula assembly partially extended from the bottom housing window and the formed needle visible. The linkage assembly arms were observed to be extended, however the slide insert was not visible in the viewing window which indicates that the pod was in a partially deployed state. Upon opening the pod, the slide insert moved to the fully deployed position, though the linkage assembly arms did not fully retract. Removal of the pod chassis from the bottom housing allowed the linkage assembly to fully retract. A bend was observed in the portion of the formed needle that was exposed. It could not be determined when this bend occurred. This bend prevented the linkage assembly from fully retracting after removal of the top housing, however, it did not prevent the flow of fluid through the complete fluid path. Inspection of the top housing found score marks, indicating that the linkage assembly was misaligned with the top housing. No damages or manufacturing deficiencies that would result in the misalignment were observed on the linkage assembly. The needle mechanism was manually reset to the not deployed position and deployed as intended during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.